Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. If the airseal mode has been stopped because the fluid level high was reached, the ifs should be inspected to assess any possible damage. Call for service. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on an unknown date during an unknown procedure when it was reported ¿the pneumoperitoneum was stopped during surgery. The incident subsided after a new one was replaced.¿. Information received on 12aug25 showed that the as-ifs1 was used in this procedure and there was a confirmed rapid loss of pneumo. The user said it was unknown if any alarms or notifications occurred during this event. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. The asm-evac1-bi device and the ias8-dv device will be listed as concomitant devices and there are no allegations against them. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on an unknown date during an unknown procedure when it was reported "the pneumoperitoneum was stopped during surgery. The incident subsided after a new one was replaced." Information received on 12aug25 showed that the as-ifs1 was used in this procedure and there was a confirmed rapid loss of pneumo. The user said it was unknown if any alarms or notifications occurred during this event. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. The asm-evac1-bi device and the ias8-dv device will be listed as concomitant devices and there are no allegations against them. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.